Event description:
It was reported that during pulse generator interrogation, battery data was unavailable. The device was explanted and replaced on (B)(6) 2014 due to approaching battery depletion.

Manufacturer narrative:
Final analysis of the pulse generator found normal device characteristics.